Event description:
The complaint issue is in relation to a discussion with dr. (B)(6) about patients having adverse outcomes following a geenan stent insertion. The doctor was directly involved in two cases where he gave information. This complaint is in relation to the first case; an additional complaint was opened to investigate the second incident and a separate report will also be submitted. The complaint information received from dr. (B)(6) indicated the first case involved a geenan stent placement performed in (B)(6). Following this procedure, the patient went to (B)(6) for further treatment and subsequently became unwell. It was confirmed that the geenan pancreatic stent had migrated. The doctors in (B)(6) were unable to retrieve the migrated stent. At this point dr. (B)(6) became involved in the case again and retrieved the migrated stent. It may be noted that no dates of occurrences were provided for in this feedback. Details concerning patient outcome were not provided.

Manufacturer narrative:
Note the date aware for this complaint event is (B)(4) 2013. However, cook (B)(4) as manufacturer were not notified of this complaint until the (B)(4) 2014. The relevant personnel have been notified of this late reporting and the appropriate action will be taken. Information received indicated this complaint involved a geenan stent. The rpn (B)(4) has been chosen for completion of investigation and reporting purposes only. The actual rpn and lot number of the device involved in this complaint was not provided; therefore, it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The complaint issue is in relation to a discussion with dr (B)(6) about patients having adverse outcomes following a geenan stent insertion. The doctor was directly involved in two cases where he gave information. This complaint is in relation to the first case; an additional complaint was opened to investigate the second incident and a separate report will also be submitted. The complaint information received from dr (B)(6) indicated the first case involved a geenan stent placement performed in (B)(6). Following this procedure, the patient went to (B)(6) for further treatment and subsequently became unwell. It was confirmed that the geenan pancreatic stent had migrated. The doctors in (B)(6) were unable to retrieve the migrated stent. At this point dr (B)(6) became involved in the case again and retrieved the migrated stent. No information in relation to patient outcome has been received to date. The device involved in the complaint was not returned for evaluation, therefore, the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The complaint was confirmed based on customer testimony. Gpso devices are intended for single use only and are used to drain obstructed pancreatic ducts. It may be noted that migration is stated asa potential complication associated with pancreatic stent placement. According to the instructions for use, the potential complications section states; "those associated with pancreatic stent placement include, but are not limitedto ... Stent migration." The precaution section of the instructions for use states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. Prior to distribution, all geenen pancreatic stent devices are subjected to visual inspection to ensure device integrity. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends. (B)(4)